Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During an in-clinic follow-up, multiple episodes of oversensing were observed on the right ventricular (rv) lead. The rv lead is currently being monitored, and the patient was stable with no adverse consequences. Related manufacturer reference number: 2017865-2019-10975.

Event description:
New information received from technical support indicates the over-sensing was caused by right ventricular (rv) lead noise, and the over-sensing resulted in pacing inhibition.